Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (375 mg/dl) with a small level of ketones and the cause was not known. Insulin injections were administered to address the high bg. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.